Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the o-rings on the exhalation sensor receptacle. All tested okay in the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported won't reach tidal volumes on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.